Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the error did not recur afterward. The customer continued to use the pump for insulin therapy.